Manufacturer narrative:
(B) (4). (B) (4). Angina, ischemia and restenosis as listed in the xience v instructions for use are known adverse events associated with coronary stenting and not necessarily an indication of a product quality deficiency. There was no report of any product malfunction at the time of the stent implants. It appears that the angina, ischemia, elevated enzymes and hospitalization are secondary effects of the restenosis. However, a conclusive cause for the reported patient effects, and the relationship to the products, if any, cannot be determined. The second xience v (part 1009528-12, lot unk), indicated is being filed under the same MFR#.

Event description:
Reporting status: serious injury - surgical intervention/permanent damage. Reporting rationale: restenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial, that on (B) (6) 2007, the patient underwent stenting of the pre-dilated prox lad and the pre-dilated prox cx with a total of two xience stents. On (B) (6) 2009, the patient experienced angina and was re-hospitalized. A functional ischemia study was positive and the ck-mb was elevated. On (B) (6) 2009, a diagnostic angiogram revealed tight in-stent restenosis of the lad and moderate in-stent restenosis of the cx. This was treated via coronary artery bypass grafting. The patient was discharged on (B) (6) 2009. There is no additional information available.